Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon used another unit to complete the procedure. The hospital has reported no pt injury occurred.